Event description:
Patient presented to the physician with pus oozing and infection at the ipg incision. Physician prescribed 2 different antibiotics. Patient presented back to the physician with continued infection. Physician brought the patient into the or, irrigated the pocket, added drainage, and closed.